Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of aaa. On CT approximately 2.5 months post index procedure, thrombus was identified near the very distal aspect of the right iliac limb etlw1620c146e (B)(6), with extension into the native external iliac artery. There was no issue with the endurant bifurcate. The individual was otherwise asymptomatic and reported to be doing well. The sponsor assessed the event as not related to the procedure and possibly related to the device. The individual was recommended to start a course of xarelto, with a plan for another follow-up visit three months later.